Event description:
Customer states during the past two surgical cases performed with explorer to products, the surgeon has had issues with the explorer to inserter that caused a delay of greater than 30 minutes. The gold slider on the explorer to inserter became stuck and is difficult to disengage. No product will be available for return. Although multiple follow-ups were performed to obtain additional information, customer states she does not have any additional information regarding this event. This MDR will be to document the second event. MDR 3012120772-2025-00023 will document the first event.

Manufacturer narrative:
The explorer to inserter is not available for evaluation; no lot information was provided. No definitive root cause could be established.